Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a short in the pulse wire in the cable connecting the distribution node (dn) to the front therapy electrode (te). The cause for the test failure is the shorted pulse wire. The root cause for the shorted wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the shorted wire. The last person to use this belt did not report any deficiencies.

Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and insulation testes. The last pt to use this monitor did not report any deficiencies.